Event description:
A falsely depressed hb1c result was obtained on a patient sample. The result was reported to the physician. The sample was re-run after correction of the method scalers and a higher result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hb1c result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hb1c result is failure by the customer to input the lot specific calibration scalers provided with the kit. The kit packaging prominently displays the lot specific scalers on the outside of the kit packaging to reinforce the need to input the scaler factors when calibrating the lot. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Issued an urgent medical device correction in august 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of a new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot. The hb1c method uses additional calibration parameters called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature had been communicated to customers with the launch of hb1c (df105a) in the hb1c kit supplement. The instrument is performing within specifications. The account has corrected the scalers.